Event description:
It was reported that the front bifurcation of the introducer, cannot be used. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer was confirmed but the cause is unknown. The product returned for evaluation was an opened 5fr d/l powerpicc kit. A kink was seen in the returned guidewire 0.94¿ from the distal end, within the floppy region. The sheath on the microintroducer was intact and had not been split. Red residual material, which appeared to be dried blood, was seen within the distal tip and lumen of the dilator. The distal end of the microintroducer sheath was jagged. Microscopic examination of the device revealed that the distal end of the sheath contained points of deformation where the edge of the sheath was rolled under itself. The transition between the distal end of the sheath and the dilator shaft appeared smooth, tapered, and unremarkable along the rest of the circumference of the sheath. The distal end of the dilator was also damaged with the orifice of the dilator deformed (out of round). The outer diameter of the guidewire was measured and found to be within specification. The returned microintroducer could be threaded over the returned guidewire, per design. The exact cause of the damage on the distal end of the dilator and sheath is unknown at this time. Potential causes could include the dilator becoming bent during insertion, causing a gap at the transition between the sheath and dilator and if the microintroducer/dilator/sheath is advanced against resistance through tough tissue. The IFU states, ¿introduce the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex1184 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the front bifurcation of the introducer, cannot be used. No other information was provided.